Event description:
Per the clinic, the patient experienced an infection which leads to extrusion of the electrode lead into the external auditory canal (specific date not reported). Subsequently, the device was explanted on (B)(6) 2022. It is unknown if there are plans to reimplant the patient as of the date of this report. Additional information has been requested but it has not been made available as of the date of this report.

Manufacturer narrative:
This report is submitted on april 27, 2022.

Manufacturer narrative:
Device analysis report attached. This report is submitted on may 23, 2022.

Manufacturer narrative:
Per the clinic, the patient was administered with oral antibiotics (specific date and duration not reported). This report is submitted on june 15, 2022.